Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: 650-0871 32mm cocr biomet fem hd -3 nk 1806301, 22-301300 arcos con sz a std 50mm ha 633150, ep-105833 epoly rlc 32mm 10deg sz23 220060, unknown hip shell, 350806 2.0 mm ss cable/sleeve combo 300410, unknown cable attachment. Foreign- (B)(6). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k090757. The complaint cannot be confirmed as the follow op notes were not provided. X-rays were reviewed; overall fit and alignment of the implants is appropriate. Osteopenia is present on all images. X-ray demonstrates lucency along the proximal femoral component which can suggest early loosening. Oblique fracture of the proximal femoral diaphysis laterally is also seen on this image which could mean the periprosthetic fracture sustained causing the revision never healed. This, however, is unconfirmed. The device history records reviewed and identified no anomalies or deviations. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01363, 0001825034 - 2018 - 01366, 0001825034 - 2018 - 01367, 0001825034 - 2018 - 08730, 0001825034 - 2018 - 08732.

Event description:
It was reported in a clinical study that a patient underwent right hip revision surgery following a periprosthetic fracture, and subsequently, the patient reported moderate pain and inability to perform usual activities at a follow up visit approximately two years post operatively. No additional information is available.